Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with "insert clamp" was confirmed and duplicated by baxter service personnel. The root cause of this condition was determined to be a defective sensor on the slide clamp assembly. The slide clamp assembly was replaced to correct the condition. A service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a flo-gard infusion pump with "insert clamp". It is unknown when this event occurred but was reported to have occurred in the intensive care unit. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available.